Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ml8cdks0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify, did 3 sutures had issue during this single procedure? Or one suture each had issue in 3 different procedures? Please indicate for each device what issue occurred- bending/breaking. If separate procedures are reported, a separate file one for each procedure must be opened providing all details, event date, procedure name, event description including type of issue and when it occurred. How was the case completed? Any adverse patient consequences and what medical/surgical intervention was provided?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle was bending or broke during use. There were no adverse patient consequences reported.